Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for placing malfunctioning pump into storage mode and returning it within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.